Event description:
The customer stated that he tested his blood glucose using his contour meter and received a readings of 137 mg/dl. He then went to the hosp where his blood glucose reading was almost 500 mg/dl. The customer stated that he was treated with diabetes medication, most likely insulin. On another occasion, the customer received a reading of 80 mg/dl using his meter. He then retested using another meter and received a reading of 243 mg/dl. The difference between all the readings falls in the "c" zone of the parkes error grid, making the differences clinically significant. The customer also performed control tests while troubleshooting and received a result of 313 mg/dl. The normal control range was 100-138 mg/dl. The customer insisted the meter be replaced. He did not have any test strips left, but the meter is to be returned for evaluation.a new breeze2 meter kit was sent to the customer.